Event description:
It was reported that when the package was opened during device preparation, the shaft of the device did not appear to be straight and the suture appeared to be loose. A second proglide package was opened and the shaft of the device also appeared not to be straight and the suture appeared to be loose. There was no attempt made to insert the first and second proglide devices into the patient's anatomy. A third proglide device was used to achieve hemostasis after a percutaneous coronary interventional (pci) procedure. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported loose suture was confirmed. The reported shaft bend was not confirmed as no bend was noted. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar bent shaft incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report.